Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 500 mg/dl and the blood glucose at the time of the call was 240 mg/dl. The sensor glucose value was 240 mg/dl. Customer stated that, she had eaten mexican food and had margaritas and had a hard time treating for those. The customer advised to monitor the insulin pump and call back if changes did not resolve the issues. The device will not be returned for analysis.